Manufacturer narrative:
External insulation abrasion was noted at 21.2 ¿ 23.4 cm from connection pin consistent exposing the outer coil caused by friction to another device. All other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.